Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: delfation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast reconstruction surgery with a 800cc ce medium height te w/sut tabs tissue expander experienced left sided deflation intra-procedure. The left sided deflation was confirmed by a physician. The physician stated, that the expander was deflated from air and inserted into the patient when filling with saline solution; a leak was noticed. As a result, the expander was removed and replaced with a mentor tissue expander (lot: 7719001 sn: (B)(4)) on (B)(6) 2019.